Manufacturer narrative:
The device history record for the reported lot number, 0203055287, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. All information reasonably known as of (B)(6) 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
(B)(4). The sample is reported to be available, but has not yet been received by the manufacturer. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 17-apr-2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
Fill volume: unknown, flow rate: unknown, procedure: unknown, cathplace: unknown. It was reported the device was placed on wednesday evening. On thursday the morning patient stated it did not appear to be infusing. The patient arrived at the cancer center on thursday at 8 am. The nurse exchanged the closed system drug transfer (cstd). The nurse assessed the port and flushed the port. The patient returned on friday at 1:15pm for a pump disconnect, with an empty infused pump, appearing to have infused over 16-hours. The patient stated the pump was empty when he woke up. The patient stated he had swallowing difficulty that was better by the afternoon time, 1:15 pm. The nurse did not report the incident to the pharmacy the nurse did instruct the patient to call the facility if the difficulty in swallowing returned. The patient called saturday and stated he experienced difficulty in swallowing. The patient was brought in and assessed, he was diagnosed with mucositis. The patient was assessed to have early onset gastrointestinal (gi) toxicity within 96-hours. Vistogard, an antidote, was ordered and dispensed. The patient completed the vistogard on saturday. Additional information received (B)(6) 2019 stated, "the patient is recovery from difficulty eating/swallowing (mucositis). The patient did receive neulasta at pump disconnect [(B)(6) 2019] as previous cycles with a wbc of 4.8. The patient is (B)(6) male with a weight of (B)(6). The patient had been dose reduced 25% since cycle-5 of this last cycle-12 with neulasta at disconnect. Cycle-2 and cycle-4 were dose reduced 10% due to neutropenia and neulasta beginning with cycle-2. We do not have a test to confirm dihydropyrimidine dehydrogenase (dpd) deficiency. However, this is the first time the patient reported overnight infusion and waking with difficult swallowing that resolved throughout the day of disconnect (friday) and then re-appeared saturday with sores on assessment monday afternoon. Additional information received (B)(6) 2019 stated a medwatch report mw5085264 was received. The medwatch stated: in 17-hours after halyard (avanos) homepump c series elastomeric pump 2-day 5fu (3,800 mg, 25% dose reduction). Patient arrived to cancer center the next day, wednesday 8:40am stating the pump was not infusing. Upon examination, I noticed a small bubble in the sensor. I was able to remove the bubble. We use equashield cstd these pieces were replaced and function tested. Patient is cycle (cycles 1-9 dossifuser system; cycels 10-12 halyard [avanos] pump device). Dose reduction 25% began with cycle-5 secondary to neutropenia, anc 400. Cycle 2-4 is dose reduced 10% for anc 1000-1800. He received neulasta at pump disconnect with cycle 12 as he has with his pump cycles. 7hrs later the same day, the same day, the patient arrived not sure if the pump infusing. Twenty-five minutes later, a new pump was connected. Old pump #1 and equashield cstd #2 were sent to pharmacy to report out to the manufacturer. I inspected the ball inside the pump. It was slightly less full. The time infused perhaps. Thursday 8am patient (16 hrs after pump #2 connected) returned stating "pump too full for timeline." Nurse assessed port and flushed. Friday 1:15pm "5fu pump disconnected" per nursing completely empty. Patient stated he was having difficulty swallowing this morning. But better now. Advised to call if symptoms returned. Pump disposed not kept. Monday morning patient calls to report difficulty swallowing returned saturday. Early onset gastrointestinal symptom within 96-hours so vistogard was ordered and administered. Most likely first pump delivered approx.. 10ml (500mg, 25% dose) + pump #2 over 16-24 hours or simply both pumps malfunctioned. We do not have the second pump to return to halyard (avanos) to investigate. The patient has been on different elastomeric pump device with no problem, dossifuser. However, this pump device does not have plastic shell as dossifuser. The patient states he did nothing different.